Event description:
Approximately 16 months post index procedure the patient underwent a CABG due to restenosis of the lad. The outcome was successful. The investigator has indicated that the event was definitely related to the study device.

Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the lad. Approximately 7 months post I ndex procedure the patient underwent a revascularization of the target lesion. Patient had another endeavor sprint drug-eluting stent implanted in the lad. Approximately 16 months post index procedure the patient suffered an mi related to the target vessel. The in vestigator assessed that the event was not related to the study stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).